Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scope image was noticed to be blurry. The hospital did not report any pt effects. The product is not returning.